Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned. Upon receipt of the device, it was observed that the heartstring iii seal failed to load properly rather than failed to load properly. The reporter was contacted to confirm this but has not responded.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint was confirmed as a "seal would not load properly." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).